Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated shutdowns of the ilet device, with the pump turning off unexpectedly and requiring placement on the charger to restart. When restarted, the device displayed a restart alert before shutting off again. The user stated insulin delivery stopped during these episodes, with meal announcements not completing dosing. The highest recorded blood glucose (bg) was 499 mg/dl. The event was self-treated successfully with manual insulin injections, and bg returned to range. Troubleshooting was attempted, but the issue persisted, and a replacement device was arranged. No medical intervention was required.